Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor: 07/23/2013; electrode belt: 08/06/2013. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was conscious and talking with zoll customer support at the time of the event. The response buttons were pressed approximately one minute and forty seconds prior to the shock. The response buttons functioned appropriately. The patient contacted ems and continued to wear the lifevest.